Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button was sticking, intermittently unresponsive and required multiple button presses with increased force to elicit a response for the last four weeks. Reportedly, the response issue had become progressive worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/21/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4)2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button had intermittent response without any sticking noted. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, the auditory function was noted to be inoperable due to a damage internal component. (B)(4).